Event description:
It was reported that unknown sensor issue occurred on (B)(6) 2023 for g7 wearable with a serial number (B)(6). However, g7 wearable with a serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. A bluetooth pairing test was performed and failed.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. H2 type of follow up: additional information/ device evaluation. H3: device evaluated by mfg- additional information. H3: evaluation included - additional information. H6: additional information.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that unknown sensor issue occurred. The sensor was inserted into the arm. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of a unknown sensor issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.